Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "displacement," "possible rupture," and "one area appears odd."

Event description:
Patient reported right side "displacement," "possible rupture," and "one area appears odd." Device remains implanted.